Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent skin overgrowth at the abutment site. The patient has undergone four soft tissue reduction procedures; (b)() 2010, (B)(6) 2011, (B)(6) 2012 which included an abutment exchange, and (B)(6) 2012. The implanted device remains.